Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Even though the device was not returned for inspection, the reported incident of getting loose screws (s-41 - poor fixation) could be confirmed thanks to the x-rays provided by the customer. Based on the currently available information, the root cause can be attributed to a user related issue. Our clinical expert was involved in this investigation and reported the following in his clinical statement: "all x-rays show unstable lateral clavicle fractures involving the ac joint. In all three cases the lateral fragment with articulation to the ac joint is very small. Such small lateral fragments are a borderline indication for plate fixation in general, including the variax superior lateral clavicle plates because the bone quality is poor (even in younger sportive patients) and the loading on the screws very close to the ac joint is very high. For such ¿very lateral¿ fractures a variax hook plate would be a much better alternative solution. When a superior lateral clavicle plate is used for treatment of such fractures, the lateral locking screws should be inserted with divergent axes to prevent back out via form fit. In the available x-rays the axes of the backed out screws look nearly parallel to each other, but only one x-ray view is presented. Nevertheless, even with divergent placement of the lateral locking screws postoperative mobilization has to be done with great care. Such orif does not allow for early active rehabilitation in the first 6 weeks until significant callus formation is visible on the follow up x-rays. Furthermore, it has been reported that 'the customer alleges that these issues would not arise if the distal part of the lateral clavicle plate would be bend a bit downwards'. All variax plates are anatomically pre shaped plates, which match to an ¿average anatomy¿. For adoption of the plate to the individual anatomy there are bending irons in the variax instrument tray, which allow for easy shaping of the plate to achieve optimal fit to the bone." It is important to note that if axial compression is desired, non locking screws should be used in the oblong holes before any circular holes on the medial side of the fracture are filled. Compression is performed by placing a screw in the compression region of the plate. This is facilitated by using the drill guide for compression (703826 for a 3.5mm screw or 703820 for a 2.7mm screw). If an oblong hole has been used as an adaptation hole it cannot be used as a compression hole. Bi-directional compression holes have no directional laser markings. The superior lateral plates are designed with suture holes laterally which may be used to reattach the coraco-clavicular ligaments if they have been ruptured. If sutures are used, it is recommended to place the knot anterior to the plate as not to cause possible irritation superiorly. After proper lateral fixation ensuring there are no intra articular placement of the screws in the ac joint, the remaining medial screws are inserted in the usual manner. Last, it is recommended to have at least 3 screws on either side of the fracture which are placed bi cortically. Also of note, any non locking screws or lag screws must be placed in the plate before any locking screws are placed. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined as the lot number was not communicated. If the device is returned for investigation or if further information is available, the investigation will be reassessed.

Event description:
It was reported that a competitor's band and a stryker clavicle plate were used to assist in healing the injury. It was reported that due to the position of the clavicle the screws were getting loose and were moving causing a subcutaneous swelling. Additionally towards the ac joint the clavicle bends slightly downwards. The patient is sportive. The issue has been noticed during check-up visit. X-rays were provided.

Event description:
It was reported that a competitor's band and a stryker clavicle plate were used to assist in healing the injury. It was reported that due to the position of the clavicle the screws were getting loose and were moving causing a subcutaneous swelling. Additionally towards the ac joint the clavicle bends slightly downwards. The patient is sportive. The issue has been noticed during check-up visit. X-rays were provided.